Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was pump received with no button response. Root cause was not determined due to device preservation. All functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to unresponsive buttons. The device was received with energizer battery. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked belt clip slot. No data analysis was listed for the date of 06/04/2014.

Event description:
It was reported that the customer passed away at home. The caller stated that per death certificate the cause of death was natural causes. The caller stated that the customer had been in a wheelchair since she was 32 years of age. The customer had sores on her feet and they had been amputated, recently. The customer's spouse carried her to the bathroom and on the way back to the wheelchair the customer died. CPR was attempted but there was blood in the customer's mouth. The customer's kidney function was low and she had heart disease. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the insulin pump cannot be returned because it was donated to a family member. No further information is available at this time.